Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, after several times of inflation at below rated burst pressure, the balloon ruptured. The device was removed from the patient without any problem and the procedure was completed with a different device. No patient complications were reported and the patient status was good.